Manufacturer narrative:
Customer returned meter and test strips lot number 0513207. Returned meter and test strips performed in accordance with MFR's instructions for use. Customer's complaint of inaccurate high/erratic readings was not duplicated during testing. The freestyle flash blood glucose readings as reported by the customer were identified in the meter internal log.

Event description:
Customer reports she took a bolus of insulin based on a high reading received on her freestyle flash meter that she now feels was incorrect. Shortly after, customer began having symptoms of hypoglycemia and had to take at least 8 glucose tablets to stabilize her glucose level. Customer did not seek additional treatment. Customer reports receiving readings of 213, 55 and 61 mg/dl. All tests were performed on the finger. There was no report of death, serious injury or mistreatment associated with this event.